Event description:
Initial reporter indicated that a system diagnostics test on a patient's device resulted in high lead impedance, indicating a possible lead malfunction. There was no report of the patient experiencing any injury or trauma that may have damaged the vns therapy system. Good faith attempts are being made to obtain additional information. Revision surgery is likely.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a serious injury or death.

Event description:
A portion of the lead was explanted and returned due to patient death, in which no allegations were made against the vns in the patient¿s death. Product analysis was completed. A visual analysis of the returned lead portions identified a broken end of the marked quadfilar coil. Scanning electron microscopy identified extensive pitting, as well as residual material on the coil surface. The presence of the pitting indicates that stimulation was present for a certain period of time. Additionally, fluid leaks were observed due to abraded openings in the outer tubing of the lead. These findings are consistent with a lead fracture. It was concluded that the lead fracture caused the pitting on the surface of the coil and the fluid leaks. A majority of the lead assembly, including the electrodes, was not returned and thus could not be evaluated. No additional relevant information has been received to date.